Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest tightness and shortness of breath. It was also noted that a cardiac tamponade occurred a few weeks after implantation of right atrial (ra) lead. A pericardial synthesis was carried out, and the ra lead was repositioned. The ra lead remains in use. No further patient complications have been reported s a result of this event.